Event description:
A lifecor pt service rep (psr) for a male pt contacted lifecor customer support to report neither battery will fit into monitor to initiate startup. The psr replaced both battery packs and the monitor.

Manufacturer narrative:
Device MFR date. Monitor - 03/2008. Battery pack - 09/2007. Battery pack - 10/2007. Device evaluation of monitor, the two battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs had corresponding damage to the plastic connector housing from the bent contacts within the monitor. They were repaired, retested and restocked. The damaged connector on the monitor and battery packs was replaced. No adverse events resulted from the damaged monitor or battery packs. The pt received a replacement monitor and battery packs.